Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced inappropriate anti-tachycardia pacing (atp) bursts, followed by an inappropriate shock due to noise oversensing caused by electromagnetic interference (emi). It was also noted that the emi originated from an unspecified activity the patient was engaged in at the time of the event. Technical services (ts) explained the device's functionality and the reason for the delivered shock. No additional adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced inappropriate anti-tachycardia pacing (atp) bursts, followed by an inappropriate shock due to noise oversensing caused by electromagnetic interference (emi). It was also noted that the emi originated from an unspecified activity the patient was engaged in at the time of the event. Technical services (ts) explained the device's functionality and the reason for the delivered shock. No additional adverse patient effects were reported. This crt-d remains in service. Additional information has received indicating that this crt-d exhibited another episode of noise oversensing on the right ventricular (rv) lead and shock channels. Technical services (ts) recommended further lead evaluation with isometric exercises to discard an rv lead anomaly. No adverse patient effects were reported. This crt-d remains in service.